Event description:
Unit was implanted in cephalic vein pectoral pocket. For purpose of sensing, pacing & shocking in ventricle. Implanted: 2005, date of failure: 2006. Discovered failure during routine inpatient visit. -primary sign of failure: high impedance shocking. -other sign of failure: audible alert/tones. - presumed cause of failure: conductor shocking. Patient underwent surgical revision (lead extracted and replaced) with complications.